Event description:
Lead mdt (medtronic) 4024/52. Checked in clinic today where noise on ventricular lead was noted and that was reproducible with isometrics. R-wave 1.8mv, non capture at max output and impedance 240 ohms. Dr. (B)(6) is the clinic dr. And plans on replacing lead. No date available at this time. Do not have the weight of either patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).